Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C51072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicosity and uterine hypertrophy. Patient denies nickel allergy. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, alopecia, migraine, nausea, vaginal discharge, rash, vaginal infection, cystitis and urinary tract infection outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in insertion date as : (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Successful occlusion of the fallopian tubes bilaterally. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: uterus: cervix: mild chronic inflammation. Endometrium: disordered proliferative changes. Myometrium: no significant histopathologic diagnosis. Fallopian tubes, bilateral: intraluminal essure devices identified; mild peritubal fibrosis.. Lot number: c51072, manufacturing date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C51072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicosity and uterine hypertrophy. Patient denies nickel allergy. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy). At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, alopecia, migraine, nausea, vaginal discharge, rash, vaginal infection, cystitis and urinary tract infection outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in insertion date as : (B)(6) 2014, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Successful occlusion of the fallopian tubes bilaterally. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes. Hysterectomy and bilateral salpingectomy: uterus: cervix: mild chronic inflammation. Endometrium: disordered proliferative changes. Myometrium: no significant histopathologic diagnosis. Fallopian tubes, bilateral: intraluminal essure devices identified; mild peritubal fibrosis.. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received lot number was added. Events "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, hysterectomy (full), infection (bladder/urinary tract/vaginal), migraines/headaches, nausea, pain, rashes or skin conditions, vaginal discharge, abdominal pain" were added. Outcome of event " abdominal pain" was updated as recovered. Lab data, reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (partial).). At the time of the report, the menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in insertion date as: (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to dysmenorrhea (cramping). Following events were added: menorrhagia (heavy menstrual bleeding) and dyspareunia (painful sexual intercourse). Reporter information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.